Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user disconnected from the ilet after experiencing hyperglycemia with blood glucose (bg) levels of approximately 300 mg/dl. The user treated with backup insulin injections at home, and bg decreased to 245 mg/dl the following morning and later returned to 150 mg/dl. No symptoms were reported, and no medical intervention or hospitalization was required. No long-term health effects were reported.